Manufacturer narrative:
This report is filed on july 13, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit; resulting in the decision to explant the device. The device was explanted (date not reported). The patient was re-implanted with a new device during the same surgery.